Event description:
It was reported that during inflation,the balloon ruptured. The rupture occurred outside of the patient's anatomy; therefore, no part of the balloon remains in the patient. There was no patient injury or adverse effect. No additional information available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.